Event description:
It was reported that the user experienced a cgm sensor expired alert on the ilet system, resulting in no cgm readings, and was advised to replace the sensor; the user paired and warmed up a new sensor and manually entered a fingerstick blood glucose value of 220 mg/dl into the pump to bring glucose back into range. Symptoms included hyperglycemia as evidenced by the fingerstick reading. Outcomes included transient hyperglycemia managed with sensor replacement and pump entry without need for medical intervention. Investigation included customer support troubleshooting and education for sensor replacement and system setup. Investigation of this case revealed a sensor end-of-life condition consistent with expected sensor wear-out, with no device malfunction reported for the pump or sensor pairing process. It was concluded, based on previously established findings for similar reports, that the cause was normal sensor expiration with appropriate user guidance and resolution.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.